Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 407 mg/dl. Customer stated that they needed 3 infusion set replacements and had to replace each same day that he started them. Customer stated his blood glucose started to climb and he had to remove them and put in a new site. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose stating it was the infusion set. The insulin pump will not be returned for analysis.